Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied up to 12atm (atmospheres), the burst pressure of the device with no leaks or drop in pressure noted. A vacuum was then applied and the process was repeated. The process was repeated four times and no issues observed. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx4mm flextome¿ cutting balloon¿ was selected for use. During first inflation, it was noted that the balloon ruptured at 6atm/10sec. The device was removed by simply pulling out. The procedure was completed with a different device. No patient complications reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx4mm flextome cutting balloon was selected for use. During first inflation, it was noted that the balloon ruptured at 6atm/10sec. The device was removed by simply pulling out. The procedure was completed with a different device. No patient complications reported and patient's status was good.